Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The reporter stated that at 06:00am on (B)(6) 2016 the patient obtained results of ¿42 and 116mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with an insulin pump. The reporter stated that 15 to 20 minutes prior to the meter issue occurring she developed a symptom of "seizures" and that she was treated with "rectal valium" on (B)(6) and (B)(6) at 07:00 to 08:00am. The patient reported that on (B)(6) 2016 at 08:00am she consumed less food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and it cannot be ruled out that the meter was reading not inaccurately prior to the symptoms.